Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During troubleshooting for a system error 2240 and 2367, which occurred on the homechoice (hc) during use, during dwell 3 of 4. The home patient (hp) did not find anything unusual with the supplies such as leaks noticed. The hp was not disconnected either. The baxter technical service representative (tsr) then explained the alarm, and had the hp disconnect and end therapy for the night. The tsr advised the hp to contact the nurse as well. During a follow-up with the home patient (hp) regarding the reported problem, the hp stated that they just disconnected for the night. They did speak to their registered nurse regarding the alarm and procedural steps for the alarm as well. The hp stated there was nothing out of the norm that was noticed. The hp stated overall therapy has been continuing fine. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 was found to have an undetermined cause. The problem could not be confirmed due to no sample returned,and no lot number was provided for batch review. Additional investigation is in progress through CAPA (B)(4).